Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed the compact air drive device housing was worn, the trigger was getting stuck, the motor kept running and the teeth of the retardant and shaft were worn. It was further determined that the device failed the following pre-tests: general condition, marking and labelling, check triggers for forward / reverse mode and check the power with test bench min. 110 to 160 w. It was reported in the service order the on / off button was stuck. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.